Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2010 and suture was used. Continuous suturing was used on the fascia and four knots were placed on both sides. Two days post-operatively, the suture broke. A re-laparotomy was performed and the patient was given a blood transfusion of 2 units of packed cells. The patient went home on (B)(6) 2010, but she is still tired because her hemoglobin is 6.1 mmol/l.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.